Manufacturer narrative:
Corrected data: the reporter stated that "2 weeks after sx he come with high iop of 37. And ant.chamber reaction of 2+. Given topical anti glaucoma and reduced steroid". This should have been added in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm012.6, -17.50/1.5/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Low vault, elevated iop, significant reduction of irido-corneal angles, and pigment dispersion was observed. On patients last visit date (B)(6) 2021 for status of the eye (signs/symptoms) " vision is excellent, iop 12mm/hg with meds but there is a iris dispersion for 3 months post-op associated with transparent iris at the side of lens haptics" was reported. For additional information "however the lens vault is very low, there is a light transparancy at the side of the haptics" was reported. On (B)(6) 2021 the reporter stated " I like to acknowledge that patient is getting better week after week. Dispersion has already stopped but the illumination is existing". Lens remains implanted it was reported that no intervention has been performed for the eye. If additional information is received a supplemental medwatch report will be submitted.